Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The physician placed a taxus express2 3.0x32mm drug eluting stent to the 85% stenosed lesion located in the moderately tortuous, severely calcified, mid left anterior descending (lad) artery. The lesion was pre-dilated with a 2.75x20mm maverick balloon. This stent made a dissection in the mid lad and the physician attempted to treat the dissection with a taxus express2 2.75x24mm drug eluting stent, but could not pass through the previously placed stent. He then attempted with another stent, same type and size, and was able to place that successfully. No pt injuries or complications occurred, patient status is satisfactory.

Manufacturer narrative:
The delivery device was discarded by the hosp and the stent remains implanted in the pt, therefore, no direct product analysis is available. The root cause of the complaint incident could not be determined